Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump was missing segments. Customer blood glucose at the time of incident was 150 mg/dl. Troubleshoot was performed. Customer tried new battery but the display still black. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation the device gave an unexpected flashing white or blank display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform functional testing including self test, rewind, seating, basic occlusion, occlusion, force sensor and displacement test due to display anomaly.